Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device would not complete its boot up cycle. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not complete its boot up cycle. The cause of the reported issue was determined to be due to the operator interrupting the software update by opening the lid. The customer was provided with a replacement device. The device was archived by stryker.